Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose dropped to 43 mg/dl today, which he treated with cookies. Troubleshooting was initiated. The drive support cap appeared normal. The insulin pump settings were accurate as well. The device was not worn during any medical procedures or MRI tests. The customer was advised to call his health care professional to discuss possible causes of the low blood glucose value. The customer was also advised to monitor the insulin pump and blood glucose values and call back if issues persist. No products were returned or replaced.